Event description:
It was reported that during interrogation of the implantable cardiac defibrillator, the device exhibited loss of output. No intervention was performed. The patient would be monitored.

Event description:
It was reported that review of session records revealed multiple episodes of loss of capture. No patient symptoms were reported. Since, then no new episodes have been noted but the patient would be brought into the clinic for an echocardiogram. No additional information was reported.